Manufacturer narrative:
Initial MDR inadvertently omitted that the death is likely unrelated to vns therapy. Evaluation codes added that the death is unrelated to vns (no device failure).

Event description:
Based on the report of this event which was only defined as atherosclerosis there is no evidence to suggest that vns caused or contributed to this event.

Event description:
It was reported on (B)(6) 2015 that this patient passed away on (B)(6) 2013 due to atherosclerotic disease. The relationship to vns therapy is unknown.